Event description:
The fsa reported: on(B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses. After the trunk-ipsilateral leg (cxt261412/23044073) was implanted, when the physician attempted to withdraw the delivery catheter, it was confirmed that the leading olive was disengaged and found near the edge/entrance of the dryseal flex introducer sheath (dsf1633/22566862). The disengaged olive was removed by snare and there was no adverse event to the patient. The gore field sales associate (fsa) reported the aortic neck was angled at 60 degrees, there was no friction, there was no tortuous anatomy, and no problems advancing or withdrawing the delivery catheter.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition the device was returned to gore for evaluation. Per the evaluation the leading end of the catheter where the tip would have been bonded appeared to have no catheter material reflow, which is consistent with an insufficient bond or no bond between the catheter and leading tip. There was no damage identified to the catheter or to the trailing end of the leading tip. Based on the findings from the evaluation, the condition of the returned device is consistent with the physician¿s observation that ¿the leading olive was disengaged.¿ evidence of insufficient bonding between the leading tip and catheter was observed, and the greatest severity of harm for this failure mode documented in the conformable excluder (cexc) process failure modes and effects analysis (pfmea). Addition h6: code 23.

Manufacturer narrative:
Correction: b1.addition component code.

Manufacturer narrative:
H10/11: corrected g4 PMA/510k number.

Manufacturer narrative:
Correction g1.